Event description:
Total knee revision right due to prosthetic that did not adhere, this prosthetic was cemented and did not adhere, had 3rd surgery (B)(6) 2024. Caused lots of pain, missed work, 3rd surgery, and hiring extra crew.